Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an "error 4" message. The patient tests his blood glucose 4 times a day. He tests before each meal and after dinner. The patient eats a snack before going to bed if his after-dinner blood glucose reading is low. The patient also takes 20 units of lantus every morning. The patient indicated that the alleged issue started on october 10, 2007. During the time of concern, the patient continued to take his lantus medication as prescribed. On one day earlier, the patient tried to test his blood glucose after dinner but got an "error 4" message. The patient went to bed and then woke up around 3:00 am with symptoms of shakiness. The patient tried to test his blood glucose again but got the "error 4" message again. The patient treated himself by taking glucose tablets and eating chocolate. The self-treatment relieved his symptoms. The patient informed the medical affairs specialist (mas) that he would have eaten a snack before going to bed on that day, if he knew his blood glucose was fairly low. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The patient stated that he would have taken actions to prevent a possible hypoglycemic episode if he knew his blood glucose was low the night before the event occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.